Event description:
It has been reported to co that this device leaked during prep. Reportedly, the leakage occurred near the hub. There was no patient involvement. The device is being returned for co's analysis.